Event description:
On (B)(6) 2013 admitted through ER with non stemi. Taken to ccl (B)(6) 2013 at 0941. Films reveal a 95% hazy lesion in mid lad. Predilated with 2.0x12 mini trek otw, and 2.25x12 xience xpedition rx deployed, timi iii flow, 0% residual stenosis. Medications given included asa, heparin, angiomax, and prasugrel. To cssu at 1027. At 1200 acute onset of recurrent chest pain with st elevation. Acute stent thrombosis following stent placement. Wire advanced across lesion with spontaneous recanalization. A 2.0x12 mini trek otw to perform overlapping inflations inside of stent. Due to very small caliber of vessel, a 2.25x28 xience nano rx placed through previous stent overlapping at proximal and distal ends. Pt was administered a more aggressive anti-platelet therapy overnight including integrilin.